Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID wr9230 (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller reported they charged their implant at night, last night they got up to 30% and were able to turn stimulation back on. Caller reported this morning the stimulation was off and cannot turn stimulation back on. Caller reported their pain has returned, and they were in a lot of pain. Troubleshooting performed. Suggested caller to use the recharging belt to charge their implant, caller reported they were seeing excellent coupling, ins was in the red; during the call, the caller was able to get the ins charged up to 20%. Suggested caller to charge the implant during the daytime, not night time. Reviewed charging their ins during the daytime hours and charged their external equipment during the nighttime hours. Patient called back repeating information from previous call and that they are still having pain and the therapy was not on. Patient mentioned that their back has been hurting today and that they called earlier and were charging and went to check on the status and saw that the therapy was off so they waited for a few minutes and were able to turn it back on. Patient noted the recharger was at 100% but the lights would not stay on; patient added that the therapy will also not stay on. Patient stated they were seeing recharger is inactive and docked; patient added that they charged the implant until it was at 100% but their back is hurting and now the therapy is off again. Patient reported the recharger does not make a noise unless it is close to them and mentioned information about how the trial went good and the permanent has never given them any relief and they are still having back pain. Patient repeated information about hitting their head when their representative reprogrammed them last; patient asked if their fall could mess with the settings and agent reviewed information. Patient mentioned that last night and the night before the implant battery was at 80% and then jumped to 70% and then finished the charge session; patient added the percentage would jump around. Patient noted that the rep told them they don't know why the therapy is turning off on its own and that their fall had nothing to do with their settings and therapy turning off. Patient kept repeating that the implant is not the same as the trial and that when they get reprogrammed it takes 24-48 hours to feel a difference and they are sick of wasting time and ready to have the implant taken out because nothing is working and they are in pain with or without the implant. Patient noted that they are an active person and that their back issues and pain started when they tripped over a garden hose and that they've had issues since and have tried everything and this was the last thing to try except gummies. Agent walked patient through resetting the handset and starting a charge session; patient was charging with the implant at 100% and the therapy on. Agent reviewed there is nothing wrong with the equipment and advised patient to work with their hcp and rep for pain. Patient stated that the rep is going to call them tonight so they will talk to them about their pain and settings then.